Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as technique failure by the nursing staff while the patient was hospitalized. The patient was hospitalized for an unrelated event. The patient was treated with intraperitoneal vancomycin (for thirty days, dose and frequency not reported) for peritonitis. Therapy was ongoing. It was not reported if the patient or nursing staff were retrained on proper aseptic technique. Three days after the onset of peritonitis, the patient was discharged from the hospital. At the time of this report, the patient was reported to be recovering from the peritonitis. No additional information is available at this time.